Event description:
While rotating the gantry with a pt on the couch, the gantry chain broke at gantry angle 255 degrees. The gantry was rotating in a counter clockwise direction, but there was no gantry rotation after the chain broke. There was no pt injury.

Manufacturer narrative:
The root cause of the broken half link is under investigation. There was no injury involved with this incident, but if this were to recur, serious injury or death could not be ruled out.